Event description:
Additional information was received, it was reported the cause of the event was unknown. When the patient needed to make adjustments they were turning off neuro sense and then turning it back on afterwards. The only time the patient was able to make adjustments with neuro sense on they were perfectly still and not moving at all. Patient noted this had been an issue since neuro sense was turned on. No solution had been found yet. Neuro sense was temporarily turned off to make adjustments to intensity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The representative (rep) called while present with the patient to report patient seeing message that says, "neuro sense is currently adjusting therapy. Try again in a few seconds or consult manual." When asked for the event date, caller answered by saying the patient has noticed this since having neuro sense set up at post op appointment. Caller stated before calling they tried setting up a new neuro sense group and continued to have the same message appear. Agent suggested trying to turn neuro sense off then back on again, and power off/on patient handset. Caller tried to turn neuro sense off via tablet by streaming, then disabling streaming. Caller then power handset off/on. Caller confirmed message persisted, but after tapping the up arrow several times the therapy increased from 1.7 ma to 1.8 ma. Caller said they were initially also unable to turn back down, but after tapping the down arrow many times patient got it to go back down to 1.7 ma. Caller contributed this to spotty connection in the clinic. Caller said they would consult with their team on any other troubleshooting they could try. Agent suggested to caller they could also go into the tablet and check the noise. Agent also suggested ensuring the patient was sitting very still so as not to trigger the sensing along with having the patient try turning therapy off/on via the handset. Caller was agreeable to this. Agent emailed caller case number. No symptoms were reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.